Manufacturer narrative:
(B)(4)..currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose of 410 mg/dl at the time of event. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The infusion set will not be replaced. The insulin pump will not be returned for analysis.